Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-feb-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 2 mg/ml at 0.4 mg/day via an implantable pump for spinal pain indications. It was reported that the rep called to report a pocket revision due to a cerebrospinal fluid (csf) leak. The rep stated the patient had a bad headache and swelling in the pump pocket so the physician went in and found that the previously revised catheter was tied off properly according to their ligation technical note however there was a flow of csf back. The rep stated the physician used vascular clamps because the kink may have come loose and suction then proved csf leak was fixed. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the date of the pocket revision to fix the csf leak was unknown. The rep indicated that there was not a catheter kink and that the tied off catheter came loose from the sutures. The rep indicated that in regard to the report of "flow of csf back" there was no catheter issue. The catheter was revised/replaced and the headache/swelling of the pump pocket resolved. The catheter was not returned as the customer discarded the device. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the catheter that was tied off was discarded and that it would be the older catheter. {refer to manufacturing report #3004209178-2024-14905 regarding the previous catheter revision}.